Manufacturer narrative:
According to the information received, it was reported an adverse event occurred using a ez steer navigational 4mm. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event was procedure. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the patient experienced heart block that required temporary pacemaker placement. During an avnrt case, the patient went into heart block while ablating the slow pathway. This occurred after the 6th or 7th lesion. A temporary pacemaker was provided to the patient instead of a permanent pacemaker to allow the patient some time to think about the decision first. The patient was reported to be in stable condition. The physician did not mention a specific cause for the heart block but they were not near the his while ablating, but the physician's opinion on the cause of this adverse event was procedure-related as the ablation was near the his bundle. Patient improved but required extended hospitalization to observe and monitor the heart rate to see if it returned to sinus rhythm.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).